Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level was 298 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy. It was reported that the pump touch screen was "foggy" in the corners. Customer declined further troubleshooting with tandem technical support. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Replacement cable sent to customer.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.